Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4: PMA/510(k) #.

Manufacturer narrative:
The hook cev229-2a 3pk n1 for hook handle (cev229-2a) was returned for evaluation: the device history record (DHR): unable to review the applicable DHR as the batch number was unavailable failure analysis: the coating of the device was damaged. There was a hole in the coating, and there were scratches near the hook. The color of the coating is not the same as the coating performed at integra microfrance. Root cause analysis: the damage to the coating is probably due a too aggressive cleaning of the device. Moreover, integra microfrance (imf) recommends repairs within its factory and cannot guarantee the services provided by an external service provider.

Event description:
A facility reported that the hook cev229-2a 3pk n1 for hook handle (cev229-2a) had a damaged sheath. The product was in contact with the patient; however, there was no reported injury or death, and it is unknown if there was an increase in surgical time.